Event description:
Reportedly, the endo-gia fired but would not release. The surgeon had to cut either side of the instrument to get it out of the pt which was still fully closed. No further pt injury reported.